Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that black image is taken occasionally occurred because the video connector at the endoscope side could not be locked properly due to faulty (wear) lock lever of the video connector socket, and this resulted in causing unstable connection and connection failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center sometimes takes black images in endobase. This issue occurred during an unspecified procedure. There were no reports of patient harm.